Event description:
Consumer reported complaint for error messages (e-0, e-2, e-3 and e-5). The customer feels well and did not report any symptoms. At the time of the initial call, no medical attention associated with the use of the product was reported. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/18/2026 and open vial date is (B)(6) 2024. During the call, a blood test was performed by the customer non-fasting and produced test result of 185 mg/dl using true metrix air meter (less than 2 hours after medication. After troubleshooting, the customer was satisfied the product is working as intended.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message (e-5). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 08-nov-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated since the last call he had gone to the doctor due to the true metrix air meter displaying e-5. Customer stated that he is fine, and the meter does not work. Customer stated he is no longer using the meter and discarded it.